Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that when the ventilator was being tested, it would not give a breath with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.